Event description:
It was reported to boston scientific (bsc) on 02/01/2007 that a customer encountered a problem post procedure. According to the customer: " one month earlier, pt underwent an angiogram with subsequent angioplasty and stenting due to severe (-90%), symptomatic (tia) stenosis of the m1 segment of the right middle cerebral artery. The (bsc) stent was placed without difficulty. Acute stent thrombosis occurred within a few mins of stent placement. Pt had been pre-loaded with aspirin and plavix and was heparinized. Stent thrombosis was treated with intra-arterial reopro-loading dose given i.a. Then i.v. Infusion continued. Heparinization was partially reversed with protamine after loading dose of reopro was given. Pt suffered massive intra-cerebral hemorrhage immediately following procedure and died."

Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was implanted into the pt. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.